Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2004. Six days later a fracture was noticed distal to the suture wing at the one centimeter marking on the catheter. The PICC line was replaced.